Event description:
It was reported that the device was used during an appendectomy. Device was introduced without problems. It was noted that intra-abdominal bloody fluid was present. Persistent bleeding was noted with a drop of blood pressure. Converted to an open laparotomy. Trauma of mysenterium, cut at three places was identified. No active bleeding at that level. Minimal hematoma noted in retro-peritoneal area. During opening of retro-peritoneum, pt experienced considerable blood loss. Surgical intervention with dissection of aorta proximal to the inferior mesenteric artery and at the side of the vena cava took place. Pt stablized and taken to ICU.